Event description:
The longterm care facility reported the following: (1) a pt confined to a wheelchair wheeled self outside to smoke a cigarette. (2) the pt dropped a cigarette on their lap and their clothes caught fire along with the cannula. (3) the pt was found and the fire extinguished. (4) the pt received 3rd and 4th degree burns to upper torso, upper extremities, head and face. (5) the back of the wheelchair was burnt off. (6) fire investigator stated the most likely cause for this fire was a lit cigarette being used by the pt.